Event description:
Customer reported the up button on the insulin pump was sticking and will not release. Customer's blood glucose was 112 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Blood glucose of 400 mg/dl was also reported. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened buttons dome switch. The device had minor scratched lcd window, cracked case at display window corner, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.